Manufacturer narrative:
B3: unknown date in 2021, d10: alteon ha collared stem size: 9, alteon cup, cluster-hole 50mm, alteon neutral liner, biolox delta femoral head, 12/14 taper 36mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
It was reported that the patient underwent an initial left tha approximately 4 years ago. The surgeon noted "calcar crack - 7mm medial neck defect created by neck cut." It is unclear what device caused this event. No further patient impact or intervention was reported as a result of this event. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b5, h6: health effect - impact code. Upon reassessment of the reported event, it was determined that the event did not involve a death or serious injury nor would be likely to cause or contribute to a death or serious injury if the reported malfunction were to recur. As a result, this complaint event is no longer considered reportable by exactech and this report may be disregarded.

Event description:
It was reported that during this patient's left hip replacement they experienced a calcar crack and a 7mm medial neck defect created by neck cut. The outcome is unknown. Construct remains implanted. Medial bone loss sustained during femoral neck cut. No treatment or hardware required. No adverse event. No device related failure.